Event description:
On (B)(6) 2023 during a call to report the cassette door opening on the liberty select cycler, a contact for this peritoneal dialysis (pd) patient reported that he was diagnosed with peritonitis. Additional information was provided by the pd clinic. The patient was seen in the pd clinic on 08/mar/2023 for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) ceftazidime 2g for 21 days. There were no pd cultures available in the patient¿s records and as a result no cause of the peritonitis event was identified. No further information was available.